Event description:
The event is described as: applier broken. The defect was found prior to use on a patient. No patient injury reported.

Manufacturer narrative:
The device sample was sent to the manufacturing site for evaluation. The results of the evaluation are not available at the time of this report.